Manufacturer narrative:
Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number was provided. Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device (s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.

Event description:
Pt participated in (B)(4) study of treatment for 1 or 2 level degenerative disc disease between l2 and s1. Pt was implanted with a transforaminal posterior lumbar interbody fusion (tplif) spacer at levels l4/l5 and l5/s1, and pedicle screws at l4, l5, and s1. Pt was also implanted with a universal spine system for supplemental fixation. Postoperatively, the pt experienced foreign material wedged between a portion of the spacer and the vertebral body, requiring attempted extraction. This complaint is on the right screw at l5.